Manufacturer narrative:
Device was uses for treatment, not diagnosis. Lot number is unknown. The investigation could not be completed and no conclusion could be drawn. The device was not returned for evaluation and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three locking screws had backed out of a left distal radius plate. The issue was discovered during a post operative visit and confirmed with x-rays on (B)(6) 2014. The patient was originally implanted with a 2.4mm lcp volar distal radius plate system on (B)(6) 2013. The complaint screw part numbers are 212.814, 212.816 and 212.820. The complaint plate part number is 02.110.731. The lot numbers are unknown. The screws are not currently bothering the patient and the fracture is healing. There is no revision surgery planned at this time but the hardware may be removed in the future. This complaint is alleged against the three locking screws. No complaint is alleged against the plate. This report is 3 of 3 for complaint (B)(4).